Event description:
(B)(6): customer reports via phone that staff were attempting to do an undetermined urology procedure when the system failed and they could not fluoro. Staff moved the patient to another room where the physician completed the procedure without further incident. Customer did not provide patient or procedural information other than to say the patient is fine, procedure was completed. No reported injury.

Manufacturer narrative:
Tech support (ts) contacted infimed support for assistance with biomed. Infimed determined that the file was corrupted, and assisted in getting the patient database error cleared and reconnection made to the patient database. Biomed opened a test patient and verified the fluoro / digital spots and the system is fully functional. Returned to full service by the customer.